Event description:
A costumer reported a case of reagent solution in eyes with the binaxnow¿ covid-19 antigen self test otc 2 test pack on (B)(6) 2022. The costumer reported that their co-worker mistakenly used the reagent solution as eyedrops. The customer also stated that their co-worker flushed her eyes with water and felt a slight burning sensation.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Technical services provided customer with the relevant safety data sheet. Not withstanding, the product will continue to be monitored and tracked in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.